Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) glucose levels reaching over 400 mg/dl. Customer stated they did not bolus enough for their last meal. Customer declined to provide any additional information and declined any troubleshooting with tandem technical support.